Event description:
Caller states customer tested 25.0 mmol/l on the mobile system at 9:18 pm; customer was given novorapid based on this result. At 9:53 pm caller states the customer was "restless" after testing 10.6 mmol/l. At 11:50 pm customer was hypoglycemic with result of 4.1 mmol/l; caller took her to the hospital where she tested 1.3 mmol/l on a professional meter within 5 minutes of the mobile result. Customer was treated with food and injections of "glucon." Customer was released from the hospital the following day. Requested return of suspect device and replacement was sent.

Manufacturer narrative:
The event occurred in (B)(6).